Event description:
It was reported that on (B)(6), 2025, the patient underwent an orif surgery via tna for tibial shaft fracture on tibia with the products in question. In the surgery, a radiolucent was used to insert the distal screws, but when inserting the last screw (the second ml hole from the distal end), the retention pin broke and the tip of the retention pin remained inside the screw head. Since it could be used as a normal screwdriver, the screw was removed and replaced with a new screw. Since no broken fragments could be confirmed inside the body by direct vision or intraoperative imaging, it was determined that there were no remaining fragments, and there was no problem with fixation, so the wound was closed. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip was broken off. Broken fragment was not returned for evaluation. No other issue was observed over the surface of the device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retention pin short xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 03.045.004 lot number: 596p091 manufacturing site: hägendorf release to warehouse date: 10-may-2022. A product non-conformance jbl-nr-0014969 was opened, during the inspection carried out by the quality inspector, in accordance with pa se_865357, operation: ¿final inspection babtec¿, with a 100% inspection for ¿labeling¿ and ¿surface finish¿, it was determined that the product is not in accordance with pa se_865357. This nc was opened as an internal non-routine error due to the decision of qe. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.